Event description:
It was reported that noise and out-of-range impedance were found. At lead revision, insulation break was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported noise and impedance measurement anomaly were confirmed in the laboratory. The lead body was damaged due to clavicular crush at 31.3 cm to 32.9 cm from the connector pin. All cable insulation cables were breached and the inner coil was exposed. All cables etfe insulation were abraded. This allowed contact between the re cables and the inner coil resulting in noise and out-of-range impedance.